Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, south station was override and drawer 6 failed when user tried to recover manually. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed. The field service engineer (fse) identified that the latch sensor magnet was missing, replaced the latch inseparable, and confirmed that the drawer was successfully recovered by the customer. Acceptance tests were then performed, and the system was verified to be functioning properly. The system functioned as intended after field service engineer repaired the device.